Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet system, with readings as low as 54 mg/dl on glucose tablets and candy, and additional low readings in the 50s reported via continuous glucose monitor (cgm), followed by rises into the 70s consistent with fluctuating glucose. The user lacked a fingerstick meter at the time and was counseled on avoiding overtreatment and to follow the 15-by-15 protocol and verify with a glucometer. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment and continued self-monitoring. Investigation included user coaching and education regarding hypoglycemia management, cgm lag versus fingerstick, and proper treatment dosing. Investigation of this case revealed user overtreatment contributing to a rollercoaster effect and reliance on cgm without fingerstick confirmation during lows. It was concluded that the event was related to user management of hypoglycemia and not to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.